Manufacturer narrative:
Device evaluation completed on august 26, 2021: visual analysis of the returned sample revealed that the smooth hpg, 450cc breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On sep 7, 2021 mentor became aware that the "follow up 1" mistakenly reported the incorrect date for device evaluation. Manufacturer¿s reference number: (B)(4). August 31, 2021.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation primary with two 450cc mentor memorygel breast implant has experienced bilateral rupture post operation. As a result, patient underwent bilateral replacements as follow: l/cat: unknown, sn#: unknown, r/ cat#: smhx470, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.